Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2019-09713. Related manufacturer reference number:1627487-2019-09714. It was reported the patient experienced a fall which caused 2 of the 3 leads to migrate. Surgical intervention was undertaken where all 3 leads were explanted and replaced. Issue resolved.